Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of history anomaly from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that a few weeks ago, he delivered a bolus and there was no information in the bolus history. The customer stated that she has a backup plan.